Manufacturer narrative:
Section b5: event narrative additional information. The surgeon declined to provide any further information regarding the event and was unable to provide the autopsy results of the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The complications occurred after the da vinci system was undocked. There was no report of any issues with the davinci system, instruments or accessories. Review of the system logs found there were no relevant errors for this procedure or the 5 subsequent procedures performed with this davinci system. An intuitive surgical field service engineer could not replicate any errors, and did not find any other issues with the system while on-site. A review of the device logs for the instruments used during the procedure found that the endoscope and all of the multi-use instruments were used in subsequent procedures. A site history review showed there were no complaints filed against any of the instruments or the endoscope. The single-use suction irrigator and vessel sealer extend were not used in any subsequent procedures and were presumed to have been discarded. A device history record review was performed and no non-conformances were found with the davinci systems or instruments used during this procedure. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that according to the summary of events, this patient had a combination procedure by two different surgeons for each phase: a gastric sleeve by a bariatric surgeon and an attempted tumor resection (myomectomy) by a gynecologist surgeon. The bariatric procedure was completed uneventfully and the same ports were then used to attempt the myomectomy. Although a significant portion of the tumor was debulked and removed robotically, the tumor was too extensive and adherent to vital structures so the surgeon made the intraoperative decision to remove the remaining portion via open surgery. The robot had been undocked and no longer in use when they got into difficulty resecting the remainder of this extensive tumor, got into catastrophic bleeding and the patient unfortunately expired. Based on the information in the summary of events, no intuitive surgical product or instrument contributed to this catastrophic event.

Event description:
It was reported that the patient underwent both a da vinci-assisted gastric sleeve and a myomectomy surgical procedure. The gastric sleeve procedure was performed first and was successfully completed robotically without any complications or system errors. During the myomectomy the procedure was converted to open due to complexity, subsequently the patient experienced a large amount of blood loss and expired. The gynecological (myomectomy) procedure was started using the same da vinci port sites from the gastric bypass with the addition of a gelpoint mini access platform where a 12mm port was placed. The fibroid was a large parasitic fibroid. Dissection of the fibroid was started robotically and 75% was able to be debulked, and a portion was removed through the gelpoint mini port. The surgeon determined that the fibroid was too large and heavy, and adhered to additional structures to continue the dissection robotically. The da vinci robot was undocked and a 12cm midline incision was made to convert the procedure to laparotomy. Dissection continued after the conversion. The surgeon reached underneath the fibroid to try and lift it up when he felt a pop and then a rush of blood pooled in the area. The bleeding was identified to come from either the external iliac or the common iliac artery. The bleeding was unable to be controlled and CPR resuscitation was implemented, until the patient was pronounced expired. An autopsy was performed; however, the results were not yet available.